Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) reached early recommended replacement time (rrt). No intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed and no anomalies were found. Performance data collected from analysis of the device memory indicated the battery impedance trend was rising.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.